Manufacturer narrative:
Correction: the following are the actual catalog number and lot numbers for the products returned for analysis. Part number su17gn40ngf123s is for a 4.0 device. The lot number associated with this part number is ds007358. (Two devices manufactured) part number su17gn35ngf124s is for a 3.5 device. The lot number associated with this part number is ds007359. (One device manufactured) both part numbers are for same patient. Both DHR's were reviewed and were found within specification and passed quality inspection.

Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. See MFR: 3012307300-02460 and 3012307300-2017-02461.

Event description:
It was reported that while a patient was using a portex® bivona custom tracheostomy tube, the flange broke. An emergency trach change was performed. There was no patient injury.

Event description:
The event occurred while the patient was sleeping or "up, awake, and [acute]". The device failed within 7 days of use.